Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic cholecystectomy, when an absorbable ligation clip was given to stop bleeding of gallbladder artery, the ligation clip could not be closed. The surgeon stopped using the device and ligatured with suture.